Event description:
Information received by medtronic indicated that the customer reported that the insulin pump not working properly. Troubleshooting was performed. The customer stated the rewind option displayed after an alarm/alert. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue to use the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit rewound properly during testing. No unexpected alarms noted during rewind, prime/fill or during self test. During download review pump error 38 confirmed on (B)(6) 2023 at 21:59:51. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection found moisture damage on pcba 1, pcba 2, dried insulin on motor assembly and corroded battery tube during visual inspection. A set p-cap locked in place properly during testing. The following were noted during visual inspection: dried insulin - motor slide, corroded battery tube, cracked keypad overlay and label damage (faded and stained). In conclusion, customer concern for rewind was not confirmed during testing. Unit may have had an intermittent failure not detected during our testing. Exposed to moisture confirmed on motor assembly, pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.